Event description:
On (B)(6) 2011, patient reported the up button on the infusion device was not functioning properly. This was noticed two weeks prior to report when he tried to bolus. Patient has used this infusion device for four years and boluses three times per day. The up button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.